Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation and cleaned the high voltage end fittings. The system was tested and operates as intended.

Event description:
The customer reported an overload error message on the 9900 system. No patient injury was reported.